Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (fan failure) was likely caused by accidental failure.

Manufacturer narrative:
The evaluation of the asset found the device failed the fan speed/rpm check inspection. The fan unit was repaired/replaced and the device passes all functional tests. The device was repaired and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset visera elite ii video system center failed the fan speed inspection. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.